Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17398905) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (3mm10cm155) ruptured at 3 atmospheric pressure (atm) during its initial inflation. There was no reported patient injury. The product will not be returned for analysis due to the patient¿s infectious disease. The target lesion was the right superficial femoral artery. The patient¿s vessel was tortuous and diffuse calcified. The rate of stenosis was 98 %. The diameter of the vessel was 5 mm. Initially, a contralateral approach was made with a non-cordis sheathless catheter. Then, a guidewire slowly crossed the lesion and intravascular ultrasound (ivus) observed the lesion. A saber pta balloon catheter (complaint product) was delivered to the lesion with some difficulties and it was inflated by a non-cordis indeflator; however, it ruptured at 3 atm during its initial inflation. Therefore, it was replaced with a new saber pta (3mm*10cm) balloon catheter and inflated in the lesion. The procedure was completed successfully.

Manufacturer narrative:
Additional information received indicates that the device stored and handled per the instructions for use (IFU). There were no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. A non-cordis contrast media was used in the procedure. A non-cordis indeflator device was used in the procedure. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review because of the privacy policy. As reported, a saber rx pta balloon catheter (3mm10cm155) ruptured at 3 atmospheric pressure (atm) during its initial inflation. There was no reported patient injury. The target lesion was the right superficial femoral artery. The patient¿s vessel was tortuous and diffuse calcified. The rate of stenosis was 98 %. The diameter of the vessel was 5 mm. The device stored and handled per the instructions for use (IFU). There were no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a contralateral approach was made with a non-cordis sheathless catheter. A non-cordis contrast media was used in the procedure. A non-cordis indeflator device was used, and used successfully with other devices. Then, the saber pta balloon catheter (complaint product) was delivered to the lesion with some difficulties and it was inflated by a non-cordis indeflator; however, it ruptured at 3 atm during its initial inflation. Therefore, it was replaced with a new saber pta (3mm*10cm) balloon catheter and inflated in the lesion. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The procedure was completed successfully. A device history record (DHR) review of lot 17398905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of 98% stenosis with diffuse calcification and tortuosity may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline).¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.